Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. According to the user manual of the endowrist vessel sealer instrument, the following precautions for intraoperative use are noted: warning: do not use this instrument on calcified vessels, as inadequate sealing may result. Warning: do not use this device on vessels in excess of 7 mm in diameter. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument was not sealing adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the endowrist vessel sealer instrument was not working appropriately. According to the initial reporter, the surgeon complained that there was poor delivery of energy from the endowrist vessel sealer instrument during the case. The initial reporter also stated that the surgeon noticed an energy issue while attempting to use an unspecified monopolar pencil device (a non-da vinci instrument) later during the surgical procedure. On (B)(6) 2016, an intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site. The site reported that the patient was bleeding a lot prior to when the alleged vessel sealing issue with the endowrist vessel sealer began. The site reportedly informed the fse that they have performed several subsequent da vinci-assisted surgical procedures with no recurrences of the alleged vessel sealing issues. On (B)(6) 2016, isi contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was not present during the unrecorded da vinci-assisted surgical procedure. The csr spoke to the surgeon's 1st assist about the event. The patient was reportedly obese. The surgeon was able to use the endowrist vessel sealer instrument without any issues and up until the event occurred towards the middle of the surgical procedure. While the surgeon was attempting to seal an ileocolic vessel, the surgeon claimed that the endowrist vessel sealer instrument was not sealing adequately. According to the csr, the surgical staff heard the audible tones indicating that the sealing cycle was complete. The surgical staff also reportedly saw tissue effect while the surgeon was attempting to seal with the instrument. The surgeon's 1st assist informed the csr that it is her belief that the sealing issue occurred since the ileocolic vessel was too big and was also calcified. The csr was unable to provide an approximate diameter of the vessel. Due to the bleeding and alleged issue with the endowrist vessel sealer instrument, the surgeon made the decision to convert the surgical procedure to open surgery. After the case was converted to open surgery, the surgeon was able to control the bleeding and complete the surgical procedure. The csr did not know how the surgeon was able to control the bleeding. The patient was discharged on post-operative day 3. No blood transfusions were administered. The csr did not know the estimated blood loss of the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist vessel sealer instrument involved with this complaint and completed investigations. Failure analysis could not replicate the customer reported complaint that the endowrist vessel sealer instrument was not sealing adequately since the instrument was returned in a damaged condition. The endowrist vessel sealer instrument could not be tested since the instrument was returned with a power cord that had been cut off. This complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument was not sealing adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control bleeding. However, the root cause of the customer reported failure mode is unknown.